Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of smoke was condensation build up under the chamber, which fell onto the board assembly and caused it to burn. The fse replaced the board assembly to resolve the issue. (B)(4).

Event description:
The customer reported smoke came out of an allegra x-30r clinical refrigerated benchtop centrifuge. Power to the centrifuge was turned off immediately. There were no reports of death or injury in association with this event. Information on personal protective equipment worn by the instrument operator at the time of the event was not provided by the customer.